Event description:
It was reported that the surgeon inserted a 18.0 se/3.5 diopter aa4203tl toric silicone single piece lens and the trailing haptic tore as the iol was being pushed through the injector system. The incision was enlarged to remove the lens and another same type lens was implanted. The reporter indicated that the cause of the torn haptic was due to the injector. The pt's current condition is good.